Event description:
A letter was received from an attorney stating the stationary concentrator was involved in a fire resulting in the user sustaining severe burns and being admitted to the hospital and then transferred to a nursing home to continue care and treatment.

Manufacturer narrative:
This incident is being reported in an abundance of caution due to the allegation of the device being involved in a fire that resulted in severe burns requiring hospitalization. Based on the available information it is unclear what if any malfunction of the device occurred. The device was over 8 years old at the time of this incident which is past the 3 year service life. The letter from the end users¿ lawyer related the device caught fire but the fire report provided indicated a ¿rubbish¿ fire and the cause is still under investigation. If further information becomes available that changes the current findings a follow up medwatch will be filed.